Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed episodes of non-sustained right ventricular oversensing episodes due to far-p wave oversesnsing resulting in pacing inhibition. No intervention was performed and no adverse patient consequences were reported.